Event description:
It was reported, the patient had a bridge bolus on (B)(6) 2013. Within one hour of the bridge bolus, the patient exhibited systemic overdose symptoms of altered mental status and lethargy. The patient was taken to the emergency room (ER) and the symptoms were managed. Prior to this event, patient had good pain control. Subsequent to this event, patient has had intermittent pain control. The physician felt the pump was giving the medications intermittently. A dye study and x-rays were performed. The patient underwent a pump and partial catheter explant and replacement. Blood was witnessed at the connector tip when it was removed from the pump. The patient status was indicated as alive; no injury. The pump was delivering fentanyl 10,000mcg/ml; 3400mcg/day, clonidine 1250 mcg/ml; 425mcg/day and compounded baclofen 300mcg/ml; 102mcg/day.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. A partial catheter was returned. Analysis of the catheter revealed no significant anomaly. The sc connector had a non-significant indent in the seal. It did not affect infusion. There was no blood noted on the pump connector end. Some slight retaining ring finger damage and slight indent in the seal material down inside the sc cup. The catheter segment passed testing. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.